Event description:
No further event information available at the time of this report.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated: b4, g3, g6, h2, h6, h11. Medical records provided were reviewed and confirmed the reported event. The device history records were not reviewed as the event was determined to be unrelated to the implanted device. Arthrofibrosis is defined as the development of fibrous scar tissue within or surrounding a joint. Arthrofibrosis is a known post-operative procedure-related complication that can occur from surgical implantation of new joint replacement as well as from previous injuries or surgical procedures. Scar tissue formation is a normal healing response; however, the buildup of such can result in pain, stiffness, limited range of motion, and difficulty properly ambulating. If excess scar tissue develops, conservative measures such as exercises or physical therapy would be attempted first. If these attempts fail, surgical intervention such as manipulation under anesthesia, arthroscopic arthrolysis, or open arthrotomy would become necessary to remove the fibrous tissue and restore joint function. As the reported even is a result of a procedure-related complication, the root cause was determined to be traced to non-device related factors. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
(B)(4). D10 - concomitant devices - persona revision cemented femoral component plus left size 11+ catalog #: 42504607011 lot #: 64693782, persona revision cemented tibial augment block left medial size gh 10mm catalog #: 42555807310 lot #: 64917768, persona revision cemented tibial augment block left lateral size gh 10mm catalog #: 42555807110 lot #: 64947641, persona revision straight splined uncemented stem extension 18mm catalog #: 42560113518 lot #: 64997463, persona revision cemented tibia left size g catalog #: 42542007901 lot #: 64898045, persona revision distal femoral augment size 11, 11+ 5mm catalog #: 42556607005 lot #: 64739741, persona revision straight splined uncemented stem extension 22mm catalog #: 42560113522 lot #: 64944605. The complainant has indicated that the product will not be returned to zimmer biomet for investigation as the device remains implanted. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that the patient underwent a left knee manipulation to address post-operative stiffness and arthrofibrosis approximately two (2) months following left knee arthroplasty. Initial operative notes noted no intraoperative complications. Manipulation operative notes noted that patient's range of motion increased successfully with no intraoperative complications.